Event description:
The pt underwent a diagnostic catheterization in 2001 and an interventional catheterization the next a day. Both closures were uneventful. Several hours after the second closure, the pt developed a cold extremity of the right leg. Distal pulses were diminished. The pt underwent a peripheral angiogram and was diagnosed with a dissection of the right common femoral artry. The pt had a resection of the distal external iliac artery and proximal common femoral artery with the placement of a straight tube of the ileofemoral bypass using an 8mm dacron graft. As of 2001, the pt was still hospitalized with edema noted in both lower extremities and a return of distal pulses.